Manufacturer narrative:
Product event summary: at analysis it was determined that the main seal was bulging out, the lower case was cracked and that it failed on the "over voltage current" and "uut serial number reading." The unit was cleaned, its lower case replaced and it was tested and calibrated on the automated test system and passed.

Event description:
The external pulse generator was returned with no stated reason, so a functional check was scheduled. The generator subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.